Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿calibration - volumetric, read 22 instead of 20¿ was confirmed. The device was tested for flow rate accuracy resulting error percentage of 5.89% which are over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as volume changed from programmed. The cause of the condition was determined to be depressed m2/m3 springs when disassembling the pressure parts from the mechanical door. The pressure plate travel requires adjustment and the m2/m3 requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed incorrect data at volumetric calibration during testing. Distill water was being used at the time of the event and reading was 22 instead of 20. There was no patient involvement. No additional information is available.